Manufacturer narrative:
This case was reported via regulatory authority (reference number: (B)(4)) on 06-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("she was told in 2009 that one was missing / one was in fundus") and cerebrovascular accident ("suspected stroke") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. In 2008, the patient started essure. In 2008, the patient experienced device deployment issue ("spring not releasing on left side"). In 2016, the patient experienced arthritis ("arthritis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), cerebrovascular accident (seriousness criterion hospitalization), anxiety ("anxiety"), bladder disorder ("bladder problems"), visual impairment ("sight problems"), depression ("depression"), mobility decreased ("motility problems"), the first episode of hypertension ("high blood pressure"), fatigue ("tiredness / fatigue"), the first episode of abdominal distension ("bloating"), rash ("rashes"), urticaria ("hives"), nail disorder ("nails died"), malaise ("sick"), weight increased ("she gained 5 stones in weight"), back pain ("back pain"), arthralgia ("hip pain"), incontinence ("incontinence (no sensation at all)"), pallor ("pale skin"), dark circles under eyes ("dark circles under eyes"), the second episode of abdominal distension ("bloating") and the second episode of hypertension ("dangerously high blood pressure"). The patient was treated with surgery (surgery to remove essure in (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, cerebrovascular accident, arthritis, anxiety, visual impairment, depression, fatigue, rash, urticaria, nail disorder, malaise, back pain, arthralgia, pallor, dark circles under eyes and device deployment issue outcome was unknown and the bladder disorder, mobility decreased, first episode of hypertension, first episode of abdominal distension, weight increased, incontinence, second episode of abdominal distension and second episode of hypertension had resolved. The reporter considered device dislocation, cerebrovascular accident, arthritis, anxiety, bladder disorder, visual impairment, depression, mobility decreased, the first episode of hypertension, fatigue, the first episode of abdominal distension, rash, urticaria, nail disorder, malaise, weight increased, back pain, arthralgia, incontinence, pallor, dark circles under eyes, the second episode of abdominal distension, the second episode of hypertension and device deployment issue to be related to essure. The reporter commented: she stated that she had to give up her job, she could not drive, she was a prisoner in her own home. She stated that 3 packs had been used on her, due to the spring not releasing on her left side she stated that straight after removal everything returned to normal, her skin went pink again, her mobility returned, she could walk cycle, and spend quality time with her children now. Diagnostic results: x-ray of hips: much metal in uterus; not only was the essure springs still there, it was reported one was in her fundus, and they had then put on filshie clips. Most recent follow-up information incorporated above includes: on 5-may-2017: this case was identified as a duplicate to case (B)(4) ((B)(4)) and will be deleted from bayer database. Company causality comment a female consumer had essure (fallopian tube occlusion insert) inserted and experienced suspected stroke and she was told in 2009 that one was missing (interpreted as device migration). A surgery to remove essure was performed. The event device migration is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the exact location, exact date and mechanism of device migration are not known. However, based on its nature a causal relationship with essure cannot be excluded. With regards to the other event, considering its nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because a device removal was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.

Event description:
This case was reported via regulatory authority (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("she was told in 2009 that one was missing / one was in fundus") and cerebrovascular accident ("suspected stroke") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. In 2008, the patient started essure. In 2008, the patient experienced device deployment issue ("spring not releasing on left side"). In 2016, the patient experienced arthritis ("arthritis"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), cerebrovascular accident (seriousness criterion hospitalization), anxiety ("anxiety"), bladder disorder ("bladder problems"), visual impairment ("sight problems"), depression ("depression"), mobility decreased ("motility problems"), the first episode of hypertension ("high blood pressure"), fatigue ("tiredness / fatigue"), the first episode of abdominal distension ("bloating"), rash ("rashes"), urticaria ("hives"), nail disorder ("nails died"), malaise ("sick"), weight increased ("she gained 5 stones in weight"), back pain ("back pain"), arthralgia ("hip pain"), incontinence ("incontinence (no sensation at all)"), pallor ("pale skin"), dark circles under eyes ("dark circles under eyes"), the second episode of abdominal distension ("bloating") and the second episode of hypertension ("dangerously high blood pressure"). The patient was treated with surgery (surgery to remove essure in (B)(6) 2016). Essure was withdrawn. At the time of the report, the device dislocation, cerebrovascular accident, arthritis, anxiety, visual impairment, depression, fatigue, rash, urticaria, nail disorder, malaise, back pain, arthralgia, pallor, dark circles under eyes and device deployment issue outcome was unknown and the bladder disorder, mobility decreased, first episode of hypertension, first episode of abdominal distension, weight increased, incontinence, second episode of abdominal distension and second episode of hypertension had resolved. The reporter considered device dislocation, cerebrovascular accident, arthritis, anxiety, bladder disorder, visual impairment, depression, mobility decreased, the first episode of hypertension, fatigue, the first episode of abdominal distension, rash, urticaria, nail disorder, malaise, weight increased, back pain, arthralgia, incontinence, pallor, dark circles under eyes, the second episode of abdominal distension, the second episode of hypertension and device deployment issue to be related to essure. The reporter commented: she stated that she had to give up her job, she could not drive, she was a prisoner in her own home. She stated that 3 packs had been used on her, due to the spring not releasing on her left side she stated that straight after removal everything returned to normal, her skin went pink again, her mobility returned, she could walk cycle, and spend quality time with her children now. Diagnostic results: x-ray of hips: much metal in uterus; not only was the essure springs still there, it was reported one was in her fundus, and they had then put on filshie clips. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events added on (B)(6) 2017: non significant fu. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced suspected stroke and she was told in 2009 that one was missing (interpreted as device migration). A surgery to remove essure was performed. The event device migration is regarded as anticipated according to the reference safety information for essure. The other event is unanticipated. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. In this case, the exact location, exact date and mechanism of device migration are not known. However, based on its nature a causal relationship with essure cannot be excluded. With regards to the other event, considering its nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because a device removal was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.